Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of a 51 mm abdominal aortic aneurysm. It was reported that during the implantation of the left contralateral device, the bifurcation position of the left iia (internal iliac artery) was misidentified and implantation was performed. It was stated that the internal iliac artery (iia) was occluded and an additional device was used to extend to the eia and an intra-vessel self-expandable stent was implanted. As per the physician, cause of the event was user error due to a misidentification of iia branch position. No additional clinical sequelae were reported and the patient will be monitored.